Event description:
Revision surgery - the patient was involved in a car accident and her reverse shoulder prosthesis loosened. The surgeon performed revision due to the stem being loose.

Manufacturer narrative:
The reason for this revision surgery was to remedy a loose reverse shoulder prosthesis stem after 3.6 years in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 11 prior complaints reported against this part; 4 with the same failure mode of trauma. This is the first complaint against this lot number. The complaint history does not indicate an adverse trend. The root cause for the loose stem was a car accident that the patient was involved in. This was not due to any product failure. There are no indications of a product or process issue affecting implant safety or effectiveness.